Event description:
The following information is from an article published in the heart journal; "biocompatibility of septal defect closure devices": six amplatzer occluders were collected following corrective surgery at various centers. Three amplatzer septal occluders ("aso") were explanted for malpositioning after five days, 12 months and 21 months. Two aso were explanted because of a residual shunt at 15 and 24 months. An amplatzer vsd occluder was removed after two months for valve incompetence.

Manufacturer narrative:
The results of this investigation are inconclusive since the implant echocardiograms or medical records were not provided to aga medical for review. Echocardiograms are needed to confirm sizing and evaluate other parameters of the implant procedure. Should additional information become available, aga medical will file a supplement report. Aga medical contacted the author of this article and no additional information has been provided regarding these events, including patient and device information.